Manufacturer narrative:
Due to character limitation in block e1: event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was leaking. The fse replaced the drive manifold assembly and the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) made excessive noise. There was no patient injury reported.